Manufacturer narrative:
The reported event of fluid leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, the sheath was inserted into the right atrium. Before inserting catheter or transeptal puncture needle, blood leaked from the hemostasis valve. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. No air movement into the patient was identified. The only product inserted directly into the hemostasis valve was the included dilator. No additional venipuncture was performed due to sheath replacement. There was no resistance when inserting the dilator. The dilator was inserted into the sheath and used as per the instructions. The procedure was completed with no adverse consequences to the patient. The hospital discarded the reported sheath.